Manufacturer narrative:
This report is being supplemented to provide additional information provided from the user facility.

Event description:
Per new information provided by the user facility, the intended procedure was completed with another similar device without delay.

Event description:
The customer reported to olympus that the 4k camera head had a no image problem. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to a bad connector. Additionally, the device failed the leak test from the connector and the rear cover needed to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the braided wire of the cable on the video connector side was torn off due to the stress, and the internal harness was broken. Therefore, communication could not be performed normally, leading to an event in which the image you pointed out could not be obtained. Olympus will continue to monitor field performance for this device.